Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set forgot to remove the needle guard from the cannula event on (B)(6) 2024 causing discomfort at the site location. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007038 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the code insertion without removing needle guard. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007038 was manufactured according to the wi version 96 manufactured in the line m10, on 04/may/2024, with a total of (B)(4) units. Welding: the lot 4e00259 was welding according to the wi version 34, manufactured in the line ls25, ls24 on 04/may/2024 with a total of (B)(4) units. The lot 4e00256 was welding according to the wi version 34, manufactured in the line ls25, ls24, on 02/may/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jun/2025 against malfunction code insertion without removing needle guard and lot 6007038, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.